Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the power button failed and the laser did not work. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues with the laser function or the power button, but tested the system and verified it met specifications. The system was tested and found to meet product specifications. The reported event was unable to be confirmed. It should be noted that the procedure was completed as planned and there was no harm to the patient nor did the system itself pose any potential harm to the patient. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).